Event description:
The account alleged the foot end brake casters do not hold. No pt impact.

Manufacturer narrative:
The account found a broken rocker arm on the foot end brake assembly. The account replaced the rocker arm on the foot end brake assembly to resolve the issue.